Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient¿s implantable cardiac monitor (icm) had a false pause episode due to under-sensing from loss of contact of the icm with patient tissue. The clinician suspects that the patient may have been manipulating area near implant. No intervention or adverse patient effects were reported.